Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported that the patient had a gamma3 nail implanted in 2006. In 2007, patient showed malalignment of the implant. Due to the migration of the lag screw, patient was revised.